Manufacturer narrative:
A philips bench repair technician (brt) determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective speaker. The reported problem was confirmed. The brt replaced the speaker, and the device was operational after repairs were completed. Section e reporter phone #: +41 526342924. Section e reporting institution phone #: 052 634 34 34.

Event description:
It was reported that the speaker needed to be replaced, as the device did not produce sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.